Event description:
The customer reported noticing a small amount of smoke coming from the pneumatic power supply of the coulter lh 750 hematology analyzer while running samples. The customer proceeded to power off the instrument and disconnect the power supply from the wall outlet. There were no sparks, arcs, or flames, the lab was not evacuated, no one was injured and the fire department was not called. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the alternating current (ac) power connector at the rear of the power supply had melted. The fse suspected vibration of the power supply caused the ac connector to come loose causing a high resistance which became hot and melted the connector. The connector was most likely not seated correctly as the power supply uses a twist-lock mechanism that would prevent it from coming loose due to vibration of the power supply. The fse replaced the cable and the ac connector to resolve the issue and verified the repair as per established procedures. The lh 750 analyzer is compliant with (B)(4). Failure mode of the event is attributed to a loose ac power supply connector. (B)(4).